Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. Both plates are already deployed. No structural anomalies can be observed on both plates. The overall complaint was confirmed as the observed condition of the ttruespan 0 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the red trigger may was pulled partially while the device was manipulated for the first deployment, this will place the second plate in position for deployment and a double deployment will occur, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure when attempting to place the truespan 0 degree peek suture already located in the medial meniscus, it was observed that the two anchor devices came out, and the suture could not be placed. There were no adverse consequences to the patient. . No additional information could be provided.